Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6), 2010. An x-ray from (B)(6), 2011 revealed that the condition had gotten worse since the first surgery. Additional surgery was performed on (B)(6), 2012. No additional information has been provided.

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in november of 2010, the patient presented with pain in his right arm and right shoulder. On (B)(6) 2010, the patient underwent surgery at the c5-c6 levels. Rhbmp-2/acs was implanted in the patient during this surgery. Further following the surgery, the patient experienced pain in his lower back that he had not experienced prior to surgery. The pain in patient's back would often shoot down his legs and buttock area and would leave numbness in his legs. The surgeon recommended him to undergo another surgery.

Manufacturer narrative:
(B)(4).